Event description:
It was reported that in 2011 the patient presented with headaches that originated at the intersection of her spine and neck, causing severe pain and dizziness. On (B)(6) 2011 the patient underwent a cervical fusion from c1-2, in which rhbmp-2/acs was implanted. She began to suffer from different pains following this surgery. She also lost a measure of her mobility and flexibility in her neck after the surgery and is unable to move her head through its full range of motion. In late 2012, the patient began suffering from intense pain in the area of her previous surgery. The patient underwent a MRI scan which indicated that her previously operated on c1-c2 was not showing any signs of fusion. The patient underwent a cervical fusion from c5-c6, in which rhbmp-2/acs was implanted. The surgeon used rhbmp-2/acs at multiple levels of the spine. The patient continued to receive follow-up treatment until (B)(6) 2013 and now has a very limited range of motion and severe pain that radiates from the base of her skull. She suffers from constant, severe pain that significantly intensified since her surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.